Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The main keypad was replace to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the shock button on their device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.